Event description:
It was reported, during an implant procedure, there was no sensing with the lead, and resistance/impedance measured greater than 4000 ohms. It was noted all connections and cables were checked twice. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection observed the helix electrode would consistently extend and retract within eight turns. Primary analysis findings: no anomalies found, lead functionally normal.